Event description:
It was reported, patient has no pain when laying down or sitting down. Patient states that when she is walking she does not feel pain.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received will be submitted on a supplemental report. Device remains implanted.